Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "front panel are blinking" and event " scope detection slide is not functioning." Were caused by lock mechanism and scope detection slide did not functioning properly due to corrosion of scope socket pin. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource front panel lights were blinking and flashing. The scope detection slide was not functioning. The issue occurred during an esophagogastroduodenoscopy and colonoscopy. There were no reports of patient harm.